Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and healthcare professional (hcp) via manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that from the first time the patient attempted charging, they had been able to connect momentarily to ins with recharger and excellent connection, but then it would disconnect. The patient reported feeling shocking while attempting to recharge. The ins is superficial, positioned well, easy to find, doesn't feel too deep or tilted, but it's hard to say if it's parallel to the skin; there are no bandages or swelling at site. The caller had tried using clothing and the belt in office to resolve the shocking but that impeded the connection. Technical services (ts) had caller move the recharger from center, up, down, right and left of ins about an inch and this all resulted in the same behavior - momentary connection with excellent coupling but then recharger became disconnected. At one point caller saw 4100 code after recharger wouldn't re-connect. In the position to the left of the ins, recharger did stay connected for more than a few seconds with excellent connection and patient wasn't feeling buzzing sensation but then connection was lost. Caller confirmed that communicator connects to ins fine and was currently turned off. Ts had the caller reset their recharger twice, as well as turn the volume off, which resulted in the same behavior of connecting for a few seconds but then disconnecting. Caller confirmed that a new pocket was made at implant, as the prior 3058 pocket would have been too deep for the 97810. The patient has been standing while in the office while trying to charge but at home they've tried sitting ,standing and laying down with same results. The patient had seen a 1707 code a handful of times while trying to recharge, but caller hadn't seen this at all today in office. Ts reviewed that the issue could be related to ins orientation in the pocket site and likely a new recharger wouldn't resolve issue but is worth a try. The caller called back and relayed the message that trying a new recharger had not resolved the situation. The caller was going to have the hcp obtain imaging of the ins. The rep wrote that the imaging showed that the ins appeared fairly parallel to the patient's skin and that it was fairly superficial.  The doctor could palpate the device very easily and that the device was no deeper than an inch. The rep asked if the lead being on top of the device could be causing the issue. A member of the engineering team was informed and gave instructions for positioning the recharger. They said that they thought the lead was exiting the header superficially, but weren't sure. They recommended trying the positioning. They wrote that they believed the device could be charged.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that after the last call they had a revision, they were unsure what was done, but the rep told them the ins had been sutured in place. They said the revision occurred sometime before the end of last year. They then stated the situation had not improved at all. They were still struggling with it every time. They said they had to lay on their stomach with some pillows underneath and their husband had to work to get it in place. They said it took hours to find and connect to the implant. They said as a result the only charged once every 3 weeks. And they had tried for 3 hours earlier in the day of report. They tried during the call. Patient first palpated the area; patient stated they could only feel the top of the ins, they couldn't feel the sides at all. Patient turned recharger on and after repositioning for several minutes it connected and mai ntained for a while, however the patient wanted to put it in the belt so they wouldn't need to hold it in place and with the belt they were only able to stay connected for a few minutes at a time. Reviewed option for trying to make neurostimulator more superficial to the top. Reset the recharger and handset however that didn't make a difference. Patient then started rotating the recharger itself however unable to get beyond good connection for only a few minutes at a time and would loose connection and received 1707 code, which explained will occur after trying to connect for such a long time. Recommended patient try to recharge more frequently so that neurostimulator battery doesn't get so low, even if recharges 10-20 per day over several days. Patient also mentioned that since revision has lost about 20 lbs. Redirected patient to continue to try to recharge later and to contact hcp to provide an update as patient hasn't contacted hcp since revision.

Manufacturer narrative:
Corrections to h6: patient code c50541, device code c64343, ime e2104, imf f11 no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the manufacturer representative (rep). The patient continued to be unable to get her device to stay connected and charged. The rep and patient worked very diligently a few months ago and finally got it charging after calls with the engineers and support, but the patient is unable to get it charged now. There were no external factors to note. Next steps: pocket site revision and battery replacement is being scheduled by the provider.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp stated that the device had migrated and it was repositioned on (B)(6) 2020. The device was on the right hip. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient had been frustrated and scheduled a revision for on (B)(6) 2020. The cause of the connection issue had been that the battery was sitting perpendicular to the patient's skin instead of parallel. The device was not explanted, but the pocket was revised. They were able to connect and recharge the device in the or three separate times with no issues once the device was repositioned in a more superficial and parallel manner. With regard to the shocking that had occurred from the recharger, the rep clarified that the shocking had occurred on the metal prongs of the recharger and that adding a layer of clothing stopped the sensation.

Event description:
Additional information received from a manufacturer representative (rep). The representative met with patient and reported issue was resolved. The patient has been able to charge their ins to 100%. The cause of difficulty maintaining a recharging connection was noted as unknown but likely pocket site not fully healed before starting to charge . It was reported moving charger around in a methodical way and waiting no less than 30 seconds with each move revolved the reported issue. The shocking sensation while recharging was resolved after applying a layer of clothing.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.